Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt345 adult dual-heated evaqua breathing circuit failed a leak test on a servo I ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt345 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed a hole in the evaqua expiratory limb next to the distal connector on the returned rt345 breathing circuit. A lot check revealed no other complaints of this nature for lot 130529. Conclusion: based on the inspection conducted, the evaqua expiratory limb was most likely punctured by a blunt object. All rt345 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the subject breathing circuit was damaged after it was released for distribution. (B)(4). The user instructions supplied with adult evaqua breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."